Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. Based on the investigation results, c-body has foreign object, could not be identified. The legal manufacturer confirmed there was no deviation from the reprocessing steps. The root cause of the foreign object remaining in the device could not be identified. It is possible that the foreign object was not removed because it could not be reprocessed properly due to physical damage to the device (leakage due to a pinhole on the forceps channel). The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿chapter 4 reprocessing workflow for endoscopes and accessories. Chapter 5 reprocessing the endoscope (and related reprocessing accessories). Chapter 6 reprocessing the accessories. Chapter 7 reprocessing endoscopes and accessories using an automated endoscope reprocessor.¿ olympus will continue to monitor the field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the bronchofibervideoscope exhibited foreign object from the distal end. There were no reports of patient involvement.